Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: device thrombosis.additional text: thombus not specified until analysis complete.specific component(s) involved: pump drive unit malfunction.additional text: thombus not specified until analysis complete.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump. Other intervention :implant device type: lvad.